Event description:
Unomedical reference number (B)(4). Event occurred in the (B)(6). The patient reported that the infusion set disconnected easily. The issue occurred with three infusion sets in the same lot. No further information available.